Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and recommended to continue monitoring with the current settings. No intervention has been completed. The patient is stable with no consequences.